Event description:
It was reported that the device was explanted due to power on reset (por) parameters. Additional information was later received on a medwatch form 3500a that the patient was seen in the office for a device problem that involved the device beeping for 5 days. It would not charge or dump and would give no charge time. The patient underwent thallium myocardial perfusion imaging in 2005 and was found to have infarct without ischemia. The patient was admitted the same day for ICD and lead replacement. No further patient complications have been reported as a result of this event. A discharge summary was later received reporting that the right ventricular lead had increased impedance consistent with an insulation break. The lead was replaced without complication. It also reported that the ICD was found to be at eri (elective replacement indicators) after "beeping" for five days, so the patient was admitted for elective revision.

Event description:
It was reported that the device was explanted due to power on reset (por) parameters. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Brand name is gem ii vr. Since none provided. Evaluation summary: the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The device recorded a vreg power on reset (por). This is an indication that a power supply was temporarily disrupted. Other: it was reported that the device was explanted due to power on reset (por) parameters. Additional information was later received on a medwatch form 3500a that the patient was seen in the office for a device problem that involved the device beeping for 5 days. It would not charge or dump and would give no charge time. The patient underwent thallium myocardial perfusion imaging in 2005 and was found to have infarct without ischemia. The patient was admitted the same day, for ICD and lead replacement. No further patient complications have been reported as a result of this event. A discharge summary was later received reporting that the right ventricular lead had increased impedance consistent with an insulation break. The lead was replaced without complication. It also reported that the ICD was found to be at eri (elective replacement indicators) after "beeping" for five days, so the patient was admitted for elective revision. No conclusion can be drawn charge, failure to.